Manufacturer narrative:
Voluntary medwatch MDR report #: mw5178612.

Event description:
Voluntary medwatch form received notes that the patient also exhibited low heart rate due to the loss of capture.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient had a syncopal event due to increased threshold resulting in loss of capture on the right ventricle leadless pacemaker (rvlp). The syncopal event resulted in vertebral fracture. No changes or interventions were reported; the device will continue to be monitored. The patient was recovering.